Event description:
A nurse reported that the phacoemulsification power would not advance past zero during a cataract intraocular lens (iol) implant procedure. They tried three different handpieces that resulted in system messages. They tried a fourth handpiece that installed successfully. Following a 30 minute delay, the procedure was completed with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The company representative tested the customer's phacoemulsification (phac) handpieces and recommended one handpiece be replaced. The company representative inspected the phaco port and replaced the top receptacle due to discoloration of a pin. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. The root cause could not be determined. (B)(4).